Event description:
It was reported the tl90 was used during a gastric resection. It was reported the surgeon placed the device across the stomach and fired. The staples did not form properly. Another tl90 was used to complete the case. There was consequence to the pt.